Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that her onetouch verio2 meter was reading inaccurately high compared to her feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation. The reporter claimed that the product issue first started at 9:12pm on (B)(6) 2019, when she obtained the alleged inaccurately high result of ¿466 mg/dl¿ on the subject meter, compared to her feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with lantus insulin (33 units in the morning and 10 in the evening) and humalog insulin (sliding scale). The patient reported that, in response to the alleged inaccurately high result obtained and immediately after obtaining it, she took ¿20 units of humalog¿ according to her sliding scale. The patient stated that, at 1am the following morning ((B)(6) 2019) she began to develop the symptoms of feeling ¿very light headed and sweaty¿ she also stated that she ¿couldn¿t think straight and felt like passing out¿. In response to these symptoms, the patient reported eating ¿two oranges, honey and some grapes¿. The patient denied testing her blood glucose on any other device. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing and the test strips had been stored correctly and had not expired. The csr was unable to walk the patient through a control solution test as the patient did not have any control solution. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased level of insulin due to an alleged inaccurately high result obtained with the subject meter.